Manufacturer narrative:
The insulin pump had a detached end cap, cracked reservoir tube lip and minor scratched display window. No missing end cap sticker was noted. The drive support disk was inspected and no anomaly was noted. Unable to perform the self test, unexpected restart error test, displacement, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to end cap anomaly. The insulin pump passed stop current test and run current test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 236 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.